Event description:
Healthcare professional reported "widespread detachment of the prosthetic membrane from the fibrous capsule, consistent with MRI signs of intracapsular rupture". This record is for the left side. Device remains implanted.

Manufacturer narrative:
E1. Phone number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.